Event description:
It was reported that the zimmer electric dermatome stopped running. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional clinical information is received.

Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer electric dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instruction for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/05/1999 and was last repaired on 09/03/2009 for a non-related issue. Evaluation of the device observed that the leading edge of the control bar was worn. Minor wear to the head of the device was also observed. A fluid substance was observed on the thickness lever as well as the control bar. The master blade was flush with the control bar; however, the device was erratic and produced an abnormal sound during operation. Prior to repair, the device was outside calibration specification only at the zero thickness setting. In post-repair, exterior discoloration of the motor casing was observed. No information was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the discoloration on the motor, which damaged the interior of the motor over time. Therefore, lack of preventative maintenance by the customer likely caused damage to the motor over time, which most likely caused the customer's reported event. Lack of preventative maintenance likely caused the wear to the control bar and head of the device. The device was serviced and returned to the customer.